Event description:
Medtronic received information that a patient treated with 2 ped3 pipelines had to be retreated. Target aneurysm was a residual one. Decided to retreat it with coils. The event resolved on (B)(6) 2024. The event has a causal relationship with the procedure. Baseline aneurysm characteristics: side (hemisphere): right. Location (vessel): posterior cerebral artery. Location of aneurysm in vessel: sidewall. Aneurysm morphology: fusiform. Maximum aneurysm diameter: 8.5mm. Aneurysm dome height: 8.5mm. Aneurysm dome width: 6.5mm. Aneurysm neck size: 6mm. Parent artery diameter distal to aneurysm: 3mm. Parent artery diameter proximal to aneurysm: 3mm. Complete neck coverage at the end of the procedure. Raymond and roy occlusion at the end of original procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the clinical events committee (cec) adjudicated that the event was possibly related to the device vantage, and not related to ancillary device or dapt. It was updated that the event did not result in new or worsening of existing deficits. The patient did not present with any symptoms that conditioned the decision.